Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). A concern is expressed that the battery depleted earlier than expected. The patient has had no history of MRI or radiation therapy.